Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaint appears to be related to operational context as it is likely that the balloon interacting with the moderately calcified anatomy such that the balloon became damaged (scratched) and subsequently ruptured during inflation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional trek rx balloon dilatation catheter (bdc) referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the right coronary artery. A 2.5x15mm trek rx balloon dilatation catheter (bdc) was being used; however, it ruptured (pinhole) during initial inflation. A second 2.5x15mm trek rx bdc was being used, but this too ruptured (pinhole) at 8 atmospheres. The procedure was successfully completed with a new 2.5x15mm trek rx bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.